Event description:
It was reported that the tip broke off. The target lesion was located in the mildly tortuous vessel. A 300cm x 10cm fathom -14 guidewire was advanced for the embolization procedure. Afterward, the wire was removed. When attempting to reintroduce the wire, it was noted that the floppy tip broke off. The device was in one piece when it was removed from the patient. A new wire was opened and completed the procedure. No complications were reported.